Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side seroma-late and "hardness". Device remains implanted.

Event description:
Healthcare professional reported left side seroma-late and "hardness". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and one opening curved on the anterior. Weight measurement identified the weight of the device within specification. A microscopic analysis was performed which identified one striated opening on the anterior and wear abrasion. Based on the device analysis, the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool.